Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2726819 and c51bb1. A search of the complaint database search finds one additional reported incident against lot code 2780219 since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that friction and wear between the metal head and metal liner caused large amounts of cobalt-chromium metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in and around her implant. Update: (B)(6) 2012, (B)(4) was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of acetabular loosening and metal-on-metal disease.